Manufacturer narrative:
Concomitant medical products: dtma1qq device, implanted: (B)(6) 2018; 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a "jumping sensation" in their chest since implant. The patient noted it woke them once and occurred while sitting at a desk or table. The patient was seen in-office for an interrogation and it was noted the patient was experiencing diaphragmatic stimulation from the right ventricular (rv) lead. The rv amplitude was reprogrammed and remains in use. The patient is a participant in the post approval network clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient continued to experience a positional "tapping" sensation in his chest. No actions are planned and the rv lead remains in use. The patient is a participant in the post approval network clinical study. No further patient complications have been reported as a result of this event.